Event description:
During an atrial fibrillation procedure, the inner layer of the sheath came out when the catheter was removed. Isolation of the veins was completed, and the physician wanted to change the catheter over the sheath. It was after pulling out the catheter, that the inner material was noted. The sheath was flushed but nothing came out and nothing was seen on the catheter. At the end, isolation of the veins was checked and there was no capture. There were no adverse patient consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. A syringe with fluid and a foreign material was also received. Analysis of the returned foreign material showed it was biological material and did not consist of materials from the sheath or its manufacturing process. The sheath was dissected and no anomalies were noted during visual inspection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.